Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, exposed wires were found at the interface panel of the neptune gold rover. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, exposed wires were found at the interface panel of the neptune gold rover. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The reported event was confirmed; this was determined to be due to the broken user interface tower and user interface panel. The technician replaced the interface panel and returned the unit to service.